Event description:
The physician was performing pta with a possible intervention of an svg graft. A spider fx 5.0mm device was placed distal to the diseased segment. A stent was then placed in the diseased segment. When the spiderfx capture catheter was being introduced, some how the spider filter became entangled in the stent. Multiple attempts were made to separate the spiderfx and the stent. These were not successful and the pt was sent to surgery to remove the spiderfx.